Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had infected wound trunk area. The right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead were explanted due to the infection. The vegetation was also noted on the leads. The infection however doesn't related to the products or procedure. The patient was stable throughout.